Event description:
It was reported that during central processing, the large needle driver instrument was broken. The arm separated from the housing. It is unknown if a fragment fell into the patient and if any post-operative test(s) to look for fragments in the patient were performed in the previous procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large needle driver instrument involved with this complaint; however, failure analysis has not completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the initial reporter via email: the customer answered confirmed to the question "please confirm, the reported issue happened during central processing or arrived at central processing in that condition?" The reporter said it was unknown if the instrument had any missing fragments, or what type of damage was observed, when the instrument was last used or if the surgeon reported any issues regarding the instrument during or after surgery. The reporter stated there were no photos of the video of the procedure and patient demographic information was not provided. Isi did receive the large needle driver instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have one or more of the housing snaps broken. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. Components adjacent to the broken snaps do not show damage. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.